Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported migration of partial clip movement appears to be related to patient morphology/pathology. The reported poor image resolution was due to patient anatomy and device shadowing. The reported unexpected medical intervention was a result of case specific circumstance as an additional xtw clip was implanted to stabilize. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat functional tricuspid regurgitation (tr) grade 3+. Transesophageal echocardiography (tee) was difficult and 3d intracardiac echocardiography (ice) was also used. A xtw triclip was chosen for implantation which was implanted successfully. A second xt clip was then chosen for implant. This clip was placed near the first clip on the p1-septal leaflets. After deployment, part of the lateral arm was atrial to the leaflets but still attached to part of the posterior leaflet. The clip did not fully detach, but it was thought the posterior arm migrated to the p1-p2 leaflet indentation. An additional xtw clip was then implanted to stabilize. The procedure ended with tr reduced to grade 2.